Manufacturer narrative:
Other relevant device(s) are: product ID: 9735740, software version: 1.2.0. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that while doing internal testing with a stealth (s8) with application to 1.2.0, the system engineer discovered the below defect. When the system engineer was selecting the size of a virtual trial, the is a text box for the length of the trial. The can be clicked and using the virtual keyboard or physical, be deleted, so there is an empty space. Then when the slider bar is moved, the value does not update and remains blank. Technical service then tested this issue with other implants. Technical service tested with screws (specifically with the solera 4.74 standard driver) and with the capstone/clydesdale trials with the tlif/dlif inserter. The behavior was reproducible. Video attached to case. No patient present.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.